Manufacturer narrative:
After battery installation, no blank display noted. The unit powered up with yellow color display. Unable to perform the displacement, and self tests due to display anomaly. No moisture damage on the electronics, battery connector, battery tube, motor, vibrator during visual inspection. Swapping out test boards confirms display anomaly is due to cracked lcd controller on pcba 1. Unit had scratched case, stained keypad overlay, cracked battery tube threads, cracked case (battery tube), label damage. In conclusion, blank display not confirmed. Unit received with missing segment/partial display anomaly due to cracked lcd controller. Cracked case (battery tube) confirmed. Pump not received with original battery cap. Battery cap damaged unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known. Additional information has been received which was not included in the initial report. The information has been provided in sections b5, h6 sections with this report. The type of investigation, investigation findings codes have been updated

Event description:
Updated summary: the insulin pump will not return for analysis.

Event description:
It was reported to medtronic minimed that the customer experienced blank display, battery cap contact missing/damaged, damage (physical or cosmetic). The customer reported no adverse event. The event involved product(s) mmt-1715k. Troubleshooting was performed. Customer reported that battery cap contacts are missing, damaged, and/or corroded. Damage is on metal contacts. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. Customer reported labeling issue. No harm requiring medical intervention was reported. Mmt-1715k was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.